Manufacturer narrative:
(B)(4). Batch # l54x6k. The analysis results found that the atw35 device (a) was received with a tr35w cartridge loaded on the device unfired and in good visual conditions. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic converted to open right nephrectomy procedure, the devices misfired which led to bleeding/hemorrhage, a second surgeon to be called into the case, and conversion to an open procedure. It is not known how the procedure was completed. There is no further information available.